Event description:
A malfunction alarm was reported with a code of malf 0, indicating the pump could not be reset. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer decided to use multiple daily injections as a backup therapy while waiting for a replacement pump. Technical support confirmed the shipping address and sent a pump with updated software. Instructions were provided on how to store the faulty pump before returning it to tandem within 10 days using a ups return box and pre-paid label. The customer acknowledged the advice on sensor use and understood the required steps for the replacement pump.